Event description:
In january 2006 the lay patient contacted lifescan alleging that her onetouch ultra meter did not turn on. The medical affairs specialist (mas) spoke with the patient in 2006 to obtain and verify the following information. The patient takes actos 45 mg per day for diabetes and does not adjust her medication based on her meter readings. She also takes medication for high blood pressure. Her meter had not worked for about 3 days, when she felt nauseated and had a headache. She did not attempt to test with the meter after the meter did not power on 3 days prior to having symptoms. Further, she did not attempt to test with the meter while symptomatic. She called emt, because she was alone and not feeling well. Emt's obtained a "high" blood glucose result on the emt meter and a high blood pressure (bp) reading; the patient said her bp was "something over 110" and she did not know what her blood glucose result was. The emt's took her to the ER. She was admitted to the hospital for 2 or 3 days; the patient was not certain of the time. In the hospital she received cardiac stress testing and was treated for high blood pressure and high blood glucose. Her diabetes medication was not changed, after she was discharged. The customer service agent (csa) verified that the test strips were correct. The csa walked the patient through pressing the power button and the meter did not turn on. The patient did not have a test strip to walk through inserting a test strip into the test strip port. The meter and test strips were replaced. The complaint is reported as and adverse event, because the patient was unable to test with the meter, which may have contributed to her experiencing delay in treatment hyperglycemia.